Event description:
It was reported that following the implantation of a spectra device, the patient "complains that there is a bend in middle of cylinder where there is articulation and it is not rigid any more." No patient complications were reported in relation with this event.